Event description:
It was reported that the patient's right atrial (ra) lead exhibited pacemaker mediated tachycardia episodes with myopotential oversensing. No intervention was performed. The patient was stable.